Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to a fracture. Under fluoroscopy the rv lead was found to be separated into two pieces. Both pieces were successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that two segments were returned. Visual inspection revealed insulation damage in the is-1 section which was determined to be likely due to a clavicle crush. The conductor tip ends were found to be fractured and determined to also be due to a clavicle crush. The allegation from the field was confirmed by analysis.